Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. It was reported that at an unspecified time, an unspecified medication was delivered over one hour instead of the intended two hours. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects. No medical interventions were reported. No additional information was provided.